Event description:
It was reported that the patient presented in clinic for a generator change procedure on (B)(6) 2022. During the procedure, it was noted that patient's right atrial presented with an insulation breach which confirmed via visual inspection by the physician. The lead was capped and replaced during the same procedure. There were no patient consequences and the patient was in stable.